Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, white calcification (approx. 50%) and wear abrasion. Leak test and microscopic analysis was performed which identified, device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and anxiety-product/procedure.

Event description:
Healthcare professional reported left-side "capsular contraction baker grade IV" and " concerns to the textured device product". Device remains implanted.